Event description:
Customer reports a leak from the silicone segment of their texium primary tubing. Proleukin 18 million iu was infusion at 21 ml/hr. There was no harm to the pt and new tubing was attached to finish the infusion. No additional pt or event details were provided by the customer.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.